Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, white particles in the surface of the shell and crease flat. Leak test was performed and not found opening on the device. A microscopic analysis was performed which identify a striated edge broken in the plug strap, consist with use of a surgical tool. The code other technical no particles are observed obstructing the filling channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on plug strap assessed to surgical damage.

Event description:
Healthcare professional reported left side deflation, "plug-strap separated," "any creases associated with hole" and "particles in valve." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side "plug-strap separated," "any creases associated with hole" and "particles in valve." Device was explanted.